Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the reminders are not going off at scheduled time. The reporter stated that the reminders have been going off about 4-5 minutes after the set time. The reporter stated that the patient's blood glucose (bg) was 240mg/dl with being angry and hyper. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This report is being made due to the reminder issue.

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2014 with the following findings: the blood glucose (bg) reminders function properly. Unable to verify or duplicate reported issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.